Manufacturer narrative:
The log file evaluation revealed that the respective procedure was started after a successfully provided self test in the morning. About 2.5 hours of the procedure went by stable and unremarkable until the self-monitoring function detected a wrong motor position. The defined system response is to force a shutdown of automatic ventilation and to post a corresponding alarm. Manual ventilation remains possible in this state which the user reportedly used to finish the procedure. Based on the given information it seems likely that the collector disc of the ventilator motor is at least partly abraded which leads to intermittent losses of electrical contact between collector and the carbon brushes. Dräger finally concludes that the workstation reacted as designed upon the malfunction of a wear-and-tear component after approximately seven years of operation. Reportedly, the user was alerted to the shutdown of automatic ventilation and could continue the patient support by means of manual ventilation. No patient consequences have occurred. The faulty motor will be replaced in follow-up of the event and it is expected that this will put back the device into fully functional state again. This will be verified by a mandatory test against the full scope of specifications.

Event description:
It was reported that during a case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. The patient was manually ventilated and the machine was reportedly swapped out. There was no patient injury reported.